Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. Pump passed displacement test, self test and unexpected error test. The pump alarmed motor error during basic occlusion test and compromised force sensor system at (B)(6) during prime test due to faulty force sensor system damage by moisture. Unable to perform excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was found with traces of corrosion per visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad anomaly. Blood glucose level at the time of the incident was 300 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer also reported that buttons of the insulin pump are not working. The customer stated that the time clock advances when monitored for one minute. Customer was reporting a past event. The insulin pump was returned for analysis.